Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that operation occurred on (B)(6) 2025. In the operating room, the physician checked the connection of the ins with a new recharger and a new controller, and they still could not connect with the ins. The physician replaced the ins, and the representative noted that the patient's controller and recharger were also replaced. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the patient had an appointment on (B)(6) 2025 and the physician took an x-ray. X-ray images were provided. All this time the patient had been recharging their ins with the passive recharge. The ins worked normally regarding the stimulation, but there was a problem with finding it with the controller and recharger for recharging. Although on (B)(6) 2025, the rep faced problems finding it with the clinician programmer but was able to connect in the end. The physician was not sure that there was a problem with the position of the ins. It was questioned if there could be a problem with the antenna of the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Technical services (ts) stated that in most cases, recharging issues/communication issues with the clinician programmer are related to the position of the ins relative to the skin. Based on the description of the case (e.g. Continuous passive recharge mode and communication difficulties with the clinician programmer), it is likely that the issues are in this case caused by the ins position. It is important that the ins is parallel to the skin and not implanted too deep. Based on the x-ray images it is hard to verify the position of the ins relative to the skin. In this case it would be best to also have lateral images of the ins. We therefore recommend performing an x-ray (lateral view), to verify the position of the ins relative to the skin. Further, it can be considered to palpate the ins to see whether the ins may have the possibility to move within the implant pocket. When trying to establish a connection with the ins using the clinician programmer, please be aware of any potential error messages that might pop-up, potential sources of emi interfering with the connection, and the positioning of the communicator relative to the ins. Further it could be considered to check for any potential signs of infection (redness/swelling) that might prevent proper connection. Finally, it could also be considered to try using another clinician programmer, communicator or patient controller/antenna to see whether that would make any difference. The rep stated that the patient cannot charge the ins since (B)(6). The patient informed the rep that nothing particular happened just one day the programmer could not find the ins. A replacement implant is planned. It is unknown what pocket we will use. Maybe a new one. The surgery has not been scheduled yet. There are no signs of inflection, also the patient is very thin, and the ins can be touched above the skin and was not deep implanted. As far as they know, there were no emi sources that could interfere with telemetry. An or is planned to check the ins with the patient programmer and the antenna (the patient has a new one) and if there is a problem with the ins, it will be replaced. Additional information was received, the pocket is very small and very good. I don¿t believe that the ins can move inside the pocket. For this reason, we have discussed a revision to investigate if we have a problem with the connection of the ins. Also, it is thought think that I have already a lateral xray. Additional information was received. Ts stated that unfortunately it¿s hard to tell the position of the ins from the provided x-ray. We think that it is good to proceed as you have planned.

Manufacturer narrative:
G2. Foreign: greece medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was with a patient and the ins was 50% charged and the rep was able to connect with the clinician tablet to verify this. However, the rep was having difficulties finding the ins with the patient controller and additionally charging the ins was difficult too; cannot find the ins was also noted. The rep had already disconnected the link between the patient programmer and the ins. During the call they first re-established the connection with the patient programmer. This allowed the rep to interrogate the ins with the patient programmer and adjust patient settings. However, recharging the ins remained an issue. Every time when trying to recharge the ins, the rep received the passive recharge mode screen. It was explained to reposition the recharger over the ins so that highest number is shown in the center of the screen. Eventually the screen should transition to the normal charging screen. These steps can be repeated multiple times. If after 3 attempts of passive recharge mode, there is still a communication problem (i.e. They still see a screen ¿unable to recharge¿), they were advised to use provided instructions for disabling and enabling the ins. No symptoms were reported. Additional information was received. It was reported that they cannot find the ins with the programmer to recharge it "so the ins closed". The rep was trying to recharge the ins with another programmer, but again could not find it. They disconnected the link between the patient programmer and the ins but they still could not "doing the ins". When they tried it without the antenna the programmer was working normally. However recharging the ins remained an issue. Every time they were trying to recharge the ins, they received the passive recharge mode so the ins was fully charged. They tried 3 times in passive recharge mode but still there was a communication problem. They were waiting an x-ray from the patient to see the position of the ins and after that the doctor will decide what to do. There were no environmental factors that may have led or contributed to the event. For diagnostics and troubleshooting they first tried to connect to the ins with the programmer in order to recharge it. After 2 attempts they disconnected the link between the programmer and the ins in order to enable the connection again. When they did this, the programmer was working normally as a programmer only. They still could not find the ins to recharge it. However, they received passive recharge mode in their effort to connect the ins with the antenna. The intervention taken to resolve the issue was that they got in touch with the technical services team and they helped the manufacturer representative (rep) to understand that maybe there is a problem with the position of the ins; although, they were waiting on the x-ray of the patient. The issue was not resolved at the time of the report. It was noted that surgical intervention did not occur, but it was planned, but it was not scheduled. The patient status at the time of the report was unknown. Images of the controller screen showed screen 16 (no device found), screen 50 (trying to recharge), screen 51 (checking the recharge quality), and screen 74 (unable to recharge). Additional information was received. It was reported that the difficulties with connecting and recharging first occurred on thursday 2025-apr-08. The patient can cha rge the ins with passive charging but the issue is not determined. There¿s still having difficulties charging the ins with the patient controller. Yesterday, (B)(6) 2025, the patient came to the hospital and they were trying to find the ins with the patient recharger and controller. Although they tried it with another antenna and her controller, they still could not find the ins. Then they tried it with another programmer also and still there was an issue with the connection and the recharging. Although, all that attempts helped with the passive recharge mode to recharge the ins to 50%. Then they disconnected the link between the patient programmer and the ins. This allowed them to interrogate with the ins with the patient programmer and adjust patient settings. They attempted to use another recharger and it was still the same. It was noted that the patient recharger has no problem so it will not be changed/replaced. The issue has not been resolved. They still cannot find the ins with the antenna in order to recharge. The physician has planed to have an x-ray in order to see the position of the ins. The physician has been informed. Additional information was received. It was reported that the physician was on vacation and the manufacturer representative (rep) was waiting for them to arrange the appointment for the x-ray with the patient. It was asked if "the ins closed" meant that the ins was depleted and the rep responded, "no the ins just closed from battery because the patient cannon charge it." They will plan a surgery to reposition the ins. The rep will inform about the x-ray as soon as the physician arranges it.

Manufacturer narrative:
H3. Device analysis for ins nme806415h revealed the antenna coil feedthrough electrically open. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.